Event description:
(Drug/diluent: fortum 4gr/240ml). Fast flow: fill volume 240ml and flow rate 175ml/hr. No adverse event occurred. Date of event: unk. Per dfu: nominal fill volume: 250ml and nominal flow rate: 175ml/hr.

Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." The device history record was conducted, and all mfg operations were found to meet spec. A review of the lot 792532 history found this to be the only complaint of fast flow for the lot. I-flow received one partially full pump for eval and investigation. The pinch clamp was opened and the pump did not infuse. The pump was injected with 7ml of normal saline with dye added to check for the flow pattern. No flow occurred. The tubing was separated from the pump and the flow control tubing was placed in warm water with an air source for about 8 hours for cleaning. The tubing was reinstalled on the pump, and the pump did infuse slowly (133.80ml/hr instead of 175ml/hr). The best evidence suggests dry medication in the tubing restricted the flow. Certain drugs may precipitate during the course of infusion which may block the fluid pathway. Retain samples from lot 792532 were evaluated and found to flow within spec. Product complaint is not confirmed for fast flow.